Manufacturer narrative:
Note: this event was initially reported under two medtronic complaint records: pe 708864859 / MDR 9617601-2026-00964 and pe 708887766 / MDR 9617601-2026-00961. However, following submission of the initial MDR reports, the two complaint records were determined to represent the same event. To prevent duplicate regulatory reporting, pe 708864859 / MDR 9617601-2026-00964 has been designated as the primary complaint record. All subsequent information and follow-up related to this event will be reported under MDR 9617601-2026-00964 going forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon, deflation difficulties were encountered. The target lesion was located in the mid circumflex (cx) artery which exhibited severe tortuosity, severe calcification and chronic total occlusion - 100%. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Excessive force was not used during delivery. The device would not deflate at the lesion site. After diluting the contrast agent, the balloon was removed. No further patient complications have been reported as a result of this event.